Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an unspecified malfunction. During service and evaluation, it was observed that the temperature was above specification. It was reported that this event did not occur during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.